Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 26 mg/dl while wearing the pod. The patient also reported that they experienced a seizure. It was unknown how the patient was treated and when they were released from the hospital. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.